Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with elevated bg levels, after starting on the t:slim pump. Customer's bgs were at 265 mg/dl after breakfast. Elevated bgs were treated by administering a correction bolus. Customer declined to troubleshoot, as t:slim pump was already turned off and therapy was being resumed using an alternative pump. Customer will consult with their healthcare provider before going back on the t:slim pump. Bg levels were at 126 mg/dl at the time of the call.